Event description:
It was reported that during surgery the device has low power. No harm or delay were reported as it relates to this event as no patient involvement was noted. No adverse events were reported as it relates to this event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
Device speed was too slow to use in surgery as a result another device was used to complete the procedure.

Manufacturer narrative:
This incident has been recorded under (B)(4).

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the motor was corroded and the speed was unstable. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.